Event description:
Upon routine follow-up with multiple post-op patients, screw breakages have been identified. Per complaint form: have no details about this event other than the surgeon reported this. (B)(6) 2015 ms: x-rays show hardware post-op breakage.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation with the results. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.